Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section d6b: date of explant could not be provided. Manufacturer's investigation conclusion: a direct correlation between the heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events of infection and worsening heart failure could not be conclusively established through this evaluation. The reported event of a driveline communication fault alarm was confirmed via submitted log file analysis; however, the alarms will be covered under the controller and modular cable investigations. Submitted log files captured driveline comm fault alarms on (B)(6) 2025 at 08:55:09 due to com b fault flags. The driveline comm fault alarm remained active for the remainder of the data capture. No other notable events were captured, and the pump was found to be operating as intended at the expected speed. Available information provided that exchanging the modular cable and system controller in (B)(6) resolved the driveline communication faults, although the same troubleshooting was performed in september and the alarms returned. The patient was eventually transplanted due to worsening heart failure, device infection, and driveline fault alarms. The device operated as intended and would not return for evaluation. The dates of the transplant, infection onset/treatment, and worsening heart failure onset/treatment are all unavailable as the site no longer has access to the confidential patient¿s information. Incidental findings: unknown software reset/pump stop in lvad event log file the relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist device (lvas) instructions for use (IFU) and the heartmate 3 patient handbook are currently available. The current revision of IFU and patient handbook can be found on the eifu page of the abbott website. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including infection that may be associated with the use of the heartmate 3 lvas. Section 7 of the IFU, ¿alarms and troubleshooting¿, and section 5 of the patient handbook, ¿alarms and troubleshooting¿, address system alarms, including driveline communication faults, as well as the recommended actions associated with each. Section 8 of the patient handbook, ¿handling emergencies¿, lists examples of emergencies, including driveline communication faults, and the recommended actions associated with these emergencies. Furthermore, the patient handbook instructs the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. Section 8 of the IFU and section 4 of the patient handbook instruct the user to clean exterior surfaces of the driveline cables with a damp, lint-free cloth and if more aggressive cleaning is needed, to use warm water and mild dish soap. Section 6 of the IFU and section 4 of the patient handbook instruct the user to check the driveline daily for signs of damage, such as cuts, holes, or tears. The patient handbook also states, ¿call your hospital contact right away if the driveline is damaged (or might be damaged)." Section 7 of the IFU and section 5 of the patient handbook provide additional instructions regarding driveline care in sub-sections entitled, "what not to do: driveline and cables", which cautions the user not to twist, kink or sharply bend the driveline. Sections 2 and 6 of the IFU and sections 2 and 4 of the patient handbook state that twists, kinks, or sharp bends may cause damage to the wires inside, even if external damage is not visible. These sections further state that if the driveline or cables become twisted, kinked, or bent, carefully unravel and straighten. Section 5 of the patient handbook, "alarms and troubleshooting," and section 7 of the IFU, ¿alarms and troubleshooting¿ outline system controller alarms, as well as the appropriate actions associated with them. Furthermore, these documents provide information regarding events that may cause the pump to stop and how to prevent pump stops from occurring. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was additionally reported that the patient had been transplanted due to worsening heart failure, device infection, and the fault alarms previously noted in the record. The device operated as intended and would not be returning for evaluation. The date of the transplant, infection onset and treatment, and worsening heart failure onset and treatment were all unavailable as the site no longer had access to the confidential patient's information.

Event description:
It was reported that the patient had a driveline communication fault alarm twice in (B)(6) 2025 which required a system controller and modular cable exchange. The alarm reoccurred on (B)(6) 2025. Log files were sent for review. The event log file recorded a driveline comm fault at on (B)(6) 2025 at 08:54:59. Motor function was not affected by this event. The system controller and modular cable were exchanged again. The alarms resolved after the exchanges.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.